Event description:
It was reported the customer had a no delivery alarm while priming. Customer's father reported resolving the alarm by changing their finsuion set and reservoir. Customer's blood glucose was 300 mg/dl. The customer was advised to call back when the alarm occurs. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.